Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliate in (B)(4), prior to implant of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the balloon ruptured. The balloon did not fill with contrast and leakage was observed at the proximal portion of the balloon. The delivery system, valve and esheath were removed as a unit without issue. New devices were prepared and the valve was deployed without issue. There was no consequence to the patient. The patient was discharged to the ccu in stable condition. The patient¿s access vessel was 6.0mm in diameter, was moderately tortuous and moderately calcified. There was some resistance felt during valve alignment. During device preparation, the delivery system was able to be successfully de-aired.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis could not be performed. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Patient/procedural factors that can result in balloon leakage include the following: excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. Based on available information, it is likely that the crimp balloon was damaged adjacent to the I/c bond. Per the report, the leakage was at the proximal portion of the balloon. Performing valve alignment in tortuous anatomy could result in increased forces being applied to the bond area causing damage adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. The high valve alignment forces experienced in these scenarios could have resulted in difficulty with valve alignment as well. Although a definitive root cause cannot be determined at this time, available information suggests it is likely that patient/procedural factors contributed to the reported event. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for the following dimensions: double wall thickness, single wall thickness, balloon outer diameter, balloon working length, balloon proximal and distal leg ids, and proximal leg od. Inflation balloons are 100% visually inspected for: gross defects including dent, wrinkle, crush, mold/flash line, uneven thickness, deformation, ring shape, crow¿s feet; double mold lines, flash line, deformation, and ring shape on the balloon cones; uneven thickness of balloon; die lines/scratches, gel spots, fish eyes, surface indentations/imprints, contamination, mechanical damage. The following crimp balloon features were 100% dimensionally inspected: distal length, proximal length, distal ID, proximal ID, and double wall thickness. The balloons were 100% visually inspected for gross defects. The balloons were 100% visually inspected for contamination, fish eyes, gel spots, scratches, etc. The flex tip outer diameter is 100% dimensionally inspected. The fine adjust knob and locking collet assembly are tested. The location of the marker bands on the guidewire shaft are 100% visually inspect. Prior to the balloon pleat, fold, and forming process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. The commander delivery systems were 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. During final inspection, devices are 100% functionally inspected for fine adjust function, collet/shaft clearance, and collet engagement. Devices are 100% visually inspected for damage or missing components. Additionally, the work order underwent product verification testing as a requirement for lot release. Samples were taken for testing. The delivery systems was visually inspected for physical defects or damage. The delivery systems were additionally tested for balloon burst pressure and device de-airing. The following bonds were tensile tested: inflation balloon/nose tip; inflation balloon/crimp balloon; crimp balloon/balloon shaft. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device or relevant imagery, the complaints for balloon ¿ leakage and delivery system ¿ difficulty with valve alignment were unable to be confirmed. The presence of a manufacturing non-conformance was unable to be confirmed. However, a review of the device history record (DHR), lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that patient/procedural factors likely contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the complaint rate for the trend categories did not exceed the october 2018 control limit. No manufacturing non-conformance were identified. A product risk assessment (pra) escalation nor corrective action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.